Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line), which occurred on the homechoice during dwell 3 of 5. The home patient stated that they had followed all of the proper set-up/procedures for therapy. There was no patient injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The affected sample was received for evaluation. The initial functional and visual testing could not confirm the reported condition. This device underwent leak testing, clear-passage testing and clamp function testing. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the lot number is unknown a batch review could not be completed.  The sample evaluation could not confirm the problem reported. Should any additional relevant information become available, a supplemental report will be submitted.